Event description:
It was reported that during a surgical procedure at the user facility, the device was running backward when in forward setting. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, the user's complaint of the handpiece running in the incorrect mode was not confirmed.